Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), back pain ("back pain / lower back pain"), device dislocation ("malposition of essure (uterus)/migration of essure (uterus),") and dysmenorrhoea ("dysmenorrhea") in a 39-year-old female patient who had essure (batch no. 20208776) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no iud in place, no pathological changes. Concurrent conditions included kidney stone since 2004, nabothian cyst (nabothian cysts in the cervix.) And dysmenorrhoea. On (B)(6) 2009, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). On (B)(6) 2013, 3 years 2 months after insertion of essure, the patient experienced back pain (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain lower ("no more cramping"). The patient was treated with surgery (underwent laparoscopic removal of device with bilateral salpingectomy due to complications of essure), surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, dysmenorrhoea and abdominal pain lower had resolved and the device dislocation, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, back pain, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion surgical pathology report. Final diagnosis: a. Left and right fallopian tubes, bilateral salpingectomy: - two fallopian tubes, b. Endometrium, curettage: - early secretory endometrium. Most recent follow-up information incorporated above includes: on 14-may-2018: plaintiff fact sheet was received and the following information was provided: bilateral salpingectomy was reported as lower back pain and dysmenorrhea treatment and outcome was updated to resolved (2 months after removal). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain,") and device dislocation ("malposition of essure (uterus)/migration of essure (uterus),") in a 39-year-old female patient who had essure (batch no. 20208776) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no iud in place ,nonpathological changes. Concurrent conditions included kidney stone since 2004, nabothian cyst (nabothian cysts in the cervix.) And dysmenorrhoea. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2013, 3 years 2 months after insertion of essure, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), back pain ("back pain") and abdominal pain lower ("no more cramping"). The patient was treated with surgery (underwent laparoscopic removal of device with bilateral salpingectomy due to complications of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain lower had resolved and the device dislocation, dysmenorrhoea, vaginal haemorrhage, menorrhagia and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion surgical pathology report. Final diagnosis: a. Left and right fallopian tubes, bilateral salpingectomy: two fallopian tubes, b. Endometrium, curettage: early secretory endometrium. Most recent follow-up information incorporated above includes: on 19-mar-2018: plaintiff fact sheet, mr, new reporter, patient demographic ,relevant history and concomitant condition, lab data, essure indication permanent birth control by bilateral occlusion of the fallopian tubes, lot number, start date update, new events abnormal bleeding (vaginal, menorrhagia) , malposition of essure (uterus), migration of essure (uterus), back pain, no more cramping were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure (uterus)/migration of essure (uterus),"), pelvic pain ("pelvic pain/pain"), back pain ("back pain / lower back pain") and dysmenorrhoea ("dysmenorrhea") in a 39-year-old female patient who had essure (batch no. 20208776) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no iud in place ,nopathological changes. Concurrent conditions included kidney stone since 2004, nabothian cyst (nabothian cysts in the cervix.) And dysmenorrhoea. On (B)(6) 2009, the patient had essure inserted. In january 2012, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In october 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In january 2013, 3 years 2 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In january 2013, the patient experienced back pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced device dislocation (seriousness criterion medically significant). In january 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain lower ("no more cramping"). The patient was treated with surgery (salpingectomy(bilateral removal of fallopian tubes).), surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain, back pain, dysmenorrhoea and abdominal pain lower had resolved. The reporter considered abdominal pain lower, anxiety, back pain, depression, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion surgical pathology report final diagnosis: a. Left and right fallopian tubes, bilateral salpingectomy: - two fallopian tubes, b. Endometrium, curettage: - early secretory endometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure (uterus)/migration of essure (uterus),"), pelvic pain ("pelvic pain/pain"), back pain ("back pain / lower back pain") and dysmenorrhoea ("dysmenorrhea") in a 39-year-old female patient who had essure (batch no. 20208776) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no iud in place ,nopathological changes. Concurrent conditions included kidney stone since 2004, nabothian cyst (nabothian cysts in the cervix.) And dysmenorrhoea. On (B)(6) 2009, the patient had essure inserted. In january 2012, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In october 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In january 2013, 3 years 2 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In january 2013, the patient experienced back pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced device dislocation (seriousness criterion medically significant). In january 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain lower ("no more cramping"). The patient was treated with surgery (salpingectomy(bilateral removal of fallopian tubes).), surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain, back pain, dysmenorrhoea and abdominal pain lower had resolved. The reporter considered abdominal pain lower, anxiety, back pain, depression, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion surgical pathology report final diagnosis: a. Left and right fallopian tubes, bilateral salpingectomy: - two fallopian tubes, b. Endometrium, curettage: - early secretory endometrium. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-aug-2018: plaintiff fact sheet received- new event depression, mental anguish were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (underwent laparoscopic removal of device with bilateral salpingectomy due to complications of essure). Essure was removed. At the time of the report, the pelvic pain and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain'), device dislocation ('malposition of essure (uterus)/migration of essure (uterus)'), back pain ('back pain / lower back pain') and dysmenorrhoea ('dysmenorrhea') in a 39-year-old female patient who had essure (batch no. 20208776) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no iud in place ,nopathological changes. *surgical pathology report final diagnosis: a. Left and right fallopian tubes, bilateral salpingectomy: - two fallopian tubes, b. Endometrium, curettage: - early secretory endometrium. Previously administered products included for prevent pregnancy: yaz from 2004 to (B)(6) 2009. Concurrent conditions included kidney stone since 2004, nabothian cyst (nabothian cysts in the cervix.) And dysmenorrhoea. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea (seriousness criteria medically significant and intervention required), 9 days after insertion of essure. On (B)(6) 2010, the patient experienced device dislocation (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain lower ("no more cramping"). The patient was treated with surgery (salpingectomy, salpingectomy(bilateral removal of fallopian tubes). And bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved and the device dislocation, depression and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, depression, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had been treated for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event outcome for bleeding changed to recovered. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.